Manufacturer narrative:
Leaflet motion restricted. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. Without additional information or return of the device the root cause of the event is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an implanted valve exhibited central mild to severe regurgitation from this mitral pericardial valve which was detected and one of the leaflets appeared to be immovable. Per reported information, this valve was originally implanted to treat mitral regurgitation. At implant, the patient¿s native posterior cusp was spared. Heart function appears to be recovering; however, the customer would like to know as to whether this regurgitation to be due to device malfunction. The patient was discharged and the patient status was reported as ¿under treatment as rehabilitation." The device will not be returned for evaluation as it remained implanted. Multiple cardiac surgical procedure: tricuspid annuloplasty was also performed to treat tricuspid regurgitation during the same implant surgery.

Manufacturer narrative:
(B)(4). Review of the post-operative echocardiogram showed that there is abnormal motion of one of two visualized mitral bioprosthesis leaflets, and mild-to-moderate central (valvular) mitral regurgitation (mr). The amount of visualized mr is more than what is anticipated with this pericardial bioprosthesis, but likely not of hemodynamic significance at present. The finding of abnormal diastolic opening of one of two visualized bioprosthesis leaflets and focal thickening associated with the other visualized leaflet early after surgery raise the possibility of a suture loop affecting mitral leaflet motion and bioprosthetic mitral valve function; however, based on the provided information, an abnormality intrinsic to the valve cannot be definitively excluded. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Based on the information received and without return of the device the root cause cannot be definitively determined; however, the clinical observation was confirmed. Mild to moderate mitral central regurgitation and not mild to severe central regurgitation.

Event description:
Edwards received information that the valve exhibited mild to moderate central regurgitation of the 27mm mitral pericardial valve.